Event description:
The pt was admitted for a procedure in 2008 with a 99%, slightly calcified, de novo lesion in the proximal circumflex. The lesion was pre-dilated and then a 2.5 x 13mm cypher stent was being delivered to the lesion. While advancing the cypher inside of the guiding catheter (non-cordis), the stent dislodged from the stent delivery system (sds). However, the physician kept advancing the sds, unnoticed, to the target lesion and the sds balloon was inflated at 14atm. The physician finally confirmed that the stent had dislodged at the tip of the guiding catheter under coronary angiography (cag) and tried to retrieve the dislodged stent with a snare, however, it could not be removed. There was difficulty trapping it inside the guiding catheter. The dislodged stent was then crushed to the vessel wall with a 2.5 x 18mm cypher stent, at the target lesion. In addition, it was noted that a dissection occurred at the distal end of the target lesion due to the inflated balloon on the sds. Then, a 2.5 x 12mm micro driver was implanted at the distal end of the implanted cypher, overlapping. The procedure was completed. The physician commented that there was no resistance felt while the 2.5 x 13mm cypher stent was inside of the guiding catheter. It was also noted that there was no discomfort when delivering the stent, therefore, the stent dislodgement was not noticed.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.